Event description:
Three years after intraocular lens (iol) implant surgery, a surgeon reported the iol was subluxed, and it was exchanged for a different model iol. The surgeon reported the iol was subluxed due to one haptic being placed in the sulcus at the time of the implant surgery. A pars plana vitrectomy (ppv) was performed at the time of the exchange procedure. In a follow up, the surgeon reported the event resolved with treatment.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic had scratches and the optic was torn/split/cracked. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/23/2009, 09/24/2009, 09/29/2009, and 10/01/2009 by phone, fax, and mail. A completed questionnaire was received on 10/01/2009. This report was mailed to FDA on: 10/22/2009.